Event description:
It was reported through clinic notes that the patient experienced an increase in seizure frequency and was not sleeping well, since their last vns settings change. Per the parents of the patient, the increase in seizure frequency was related to the settings of the vns as this had occurred in the past when the patient's settings were changed. No known intervention has occurred to date. No further relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR? Corrected: inadvertently no selection was made on the initial MDR. Corrected to indicate that the device has not been returned to MFR.